Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a everflo device. The device was returned to a third party service center. During visual inspection of the device, the technician observed that the front and back cases melted. The technician reported the problem was able to be duplicated due to foam around exhaust not being secured. The technician reported the foam was falling down to block the exhaust port, and was causing the inside to overheat and melt the front and back cases. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.